Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported the infusion set is leaking and the patient's blood glucose level has been higher than expected. Mother stated the patient noticed the leak today and he changed the infusion set; his readings immediately began coming down. No adverse event reported. Requested return of the alleged infusion set for evaluation.